Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received compromised force sensor system on insulin pump. The customer¿s blood glucose level was unknown. It was reported that, pump had compromised force sensor system and insulin squirt out during manual prime. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the displacement test due to motor excessive axial play. Unable to perform the prime/compromised force sensor system test due to constant compromised force sensor system alarm during the displacement test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window, broken belt clip slot and minor scratched lcd window.